Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 59 mm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was conical in shape it was 24 mm in diameter at the renal arteries for 3 mm, 2 cm below renal arteries the aortic neck was 34 cm in diameter, and just above the aneurysm it was 31.5 cm in diameter. There was mild calcification and mild thrombosis throughout the vessels. The iliac arteries were bilaterally mildly calcified and mildly tortuous. The bifurcated stent graft was deployed at the intended landing zone; however upon removal of the delivery system (the tapered tip was re-seated into the sheath above renal artery however the physician did not torque the delivery system and the bifurcated stent graft was pulled distally 1 cm. The delivery catheter was over stiff lundquist wire that was against the vessel wall and since the physician did not torque the delivery catheter upon removal it caught on the stent graft and pulled the stent graft distally about 1 cm. There was a proximal type I endoleak. The physician elected to implant an endurant (B)(4) aortic cuff proximal to the bifurcated stent graft and the type I endoleak resolved. No clinical sequelae were reported and the patient is fine. Review of returned pre-implant films show that the proximal neck was aneurysmal. The diameter was 20mm x 24mm at the renals, 38 x 40mm (2cm below the renals), and 32mm x 33mm (4cm below the renals). The 6cm max aaa contained thrombus. Images during implant were not provided; the neck anatomy may have contributed.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (endoleak, inaccurate stent graft delivery, removal difficulty); patient's condition affected effectiveness of device (conically shaped aortic neck); failure to follow instructions (delivery system was not torqued during removal). Conclusion: device failure/lack of effectiveness related to patient condition (conically shaped aortic neck); user error contributed to event (delivery system was not torqued during removal).